Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 509 mg/dl when admitted to the hospital and 612 mg/dl once in the emergency room (ER) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia. Prior to seeking medical assistance, the patient administered 50 units of humalog through a vial and syringe and drank 2 liters of water. At the hospital, the patient was treated with intravenous insulin and saline solution. The patient's bg levels were being monitored regularly. The patient was still in the hospital at the time of the call. The pod was removed at the hospital. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.